Event description:
It was reported that an alert was triggered for an atrial intrinsic amplitude out of range. Additionally, farfield r-wave oversensing (ffrwos) was observed in a stored right atrial automatic threshold (raat) electrogram. Other lead measurements are satisfactory. The observations were documented. This device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.